Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was replaced and remains in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had high and undefined pacing impedance and non-sustained ventricular tachycardia episodes. The patient was syncopal. The lead is still in use. No further patient complications have been reported as a result of this event.